Event description:
A physician reported that during intraocular lens (iol) implantation procedure, the injector bent and was not working. Additional information was requested and received stating that the injector was bent at tip and it was noticed during loading of the lens with no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was received at the manufacturing site for evaluation for the report of bent injector, however the sample did not match reported lot information and the lot could not be clarified. Therefore, an evaluation was not performed, and the condition of the product could not be verified. A lot number was identified, however is not a valid lot number therefore, a device history record review could not be conducted. The reported device was not received at the manufacturing site and no valid lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).